Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2020 as the event date is unknown. Block h6: device code 2906 captures the reportable event of when firing the clip did not work. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device. It was possible to observe that the control wire was kinked. The handle was disassembled for further analysis and no other issues with the device were noted. The reported event was not confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during a gastroscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip was fired; however, the clip did not work. The procedure was completed with another resolution 360 clip device. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as the event date is unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during a gastroscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip was fired; however, the clip did not work. The procedure was completed with another resolution 360 clip device. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.